Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted to be implanted and the lead had perforated the heart and the patient had tamponade. No other adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.